Event description:
It was reported that there was possible lead dlslodgment as seen on x-ray by the physician. There were changes in the measurements and the patient reported feeling extra stimulation in the chest. Subsequently, the patient underwent a revision procedure and lead dlslodgment was confirmed. The right atrial (ra) lead and the non-boston scientific right ventricular (rv) lead were repositioned and the device svstem remains implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).